Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that it was difficult to remove the stylet. Floccule was observed on the stylet upon removal. It was reported this occurred with five devices. This report addresses the third device.